Manufacturer narrative:
Patient code updated based on new information.

Event description:
It was reported the patient had his artificial urinary sphincter cuff removed and replaced due to "cuff too large." No patient complications were reported in relation to this event. Additional information was received that this person also experienced recurring incontinence. This complaint was initially submitted to FDA via asr report q3 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.